Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See section for any product information received. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised for metalosis, a malpositioned cup that was likely impinging. Update rec'd 09/29/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address increasing pain. Upon entering the hip joint a large pseudocapsule was encountered. The cup was found to have medial migration, and upon removal one of the screws was stripped. Corrosion was found on the taper. At this time two screws and a stem are being added to the complaint and reported. The complaint was updated on: 10/28/2015.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.